Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause "mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 98 to 120mg/dl. The customer did report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the family room. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer stated at the time he was not have any symptoms of high sugar but symptoms of low sugar at that time. The customer stated that he did not need to seek any medical attention and at this time of the call; the customer is not experiencing any symptoms regarding his diabetes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause "mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 98 to 120 mg/dl. The customer did report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the family room. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer stated at the time he was not have any symptoms of high sugar but symptoms of low sugar at that time. The customer stated that he did not need to seek any medical attention and at this time of the call; the customer is not experiencing any symptoms regarding his diabetes.